Event description:
It was reported that the last hv therapy delivered was .3j with hv impedance >200 ohms. Device revision recommended. No patient complications have been reported as a result of this event.